Event description:
Related manufacturer reference number:(B)(4). It was reported that the right ventricular lead and the left ventricular lead exhibited loss of capture. No intervention was performed. The patient will continue to be followed normally.